Event description:
Information was received indicating that while in use of a smiths medical cadd ms3, it was noted that the pump lost its programming and did not deliver medication. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
(B)(6).